Event description:
It was reported this biliary drainage catheter was successfully placed. It was noted during a scheduled biliary catheter exchange, the distal portion of the catheter had detached and remained in the patient. The detached segment was successfully retrieved utilizing the glidewire. Another drainage catheter was successfully placed for continuation of treatment. The patient's condition is good. This device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the point of break was not smooth and the catheter material was dry and brittle. The suture, attached to the inside of the catheter, had ruptured. The distal tip of the device was detached and not returned for evaluation. As a lot number was not provided a device history search could not be performed. User technique and/or patient anatomy may have contributed to this event, however the company is unable to determine the exact cause for this event. The company's directions for use state: "the catheter ID designed for external and internal percutaneous drainage of the biliary system. This catheter should be evaluated by the physician on or before 90 days post-placement."